Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, fse found power supply error and defective fan and power tray. Upon troubleshooting, fse found fdcsib fails. Fdcsib firmware was uploaded and replaced fdcsib and uploaded software, but issue did not resolve. Fse determined that the fan and power tray was defective, and foot pedal had cuts to insulation cable and probable cause to short that failed pdu fan tray to fdscib. To resolve the problem, fse replaced fdscib, pdu fan tray and dcps and wired footswitch and return the parts for further analysis and for footswitch the failure is confirmed. After replacing fdscib, pdu fan tray and dcps and wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. No harm was reported to philips. Philips has started an investigation of this complaint.